Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range and no hardware errors occurred at the time of the event. A siemens customer service engineer (cse) has been dispatched to the customer site. Siemens is investigating the issue.

Event description:
Three different prothrombin time (pt) results and three different prothrombin time international normalized ratio (inr) results were obtained on a patient sample on a sysmex ca-660 system using dade innovin reagent. None of the results were reported to the physician(s). It is unknown which, if any, of the results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant pt and inr results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2021-00078 on 22-dec-2021. Additional information (04-jan-2022): the siemens customer service engineer (cse) could not reproduce the issue. The cse performed all alignments, verified temperatures, and calibrated detectors, with no errors observed. A precision test was run for prothrombin time (pt), which recovered acceptably. Quality controls (qc) recovered in range, no mechanical errors were observed, and no other samples were affected. Inadequate mixing, centrifugation or other mishandling of the sample or reagent cannot be excluded as contributing factors to the discordant results.the cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.